Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaint for this lot number. A visual inspection of the returned damaged. The leading edge had broken off the front of the fitting. The other leading edge was pulled-away from the fitting. Damage to the thread wall in the form of small grooves was also found. The luer taper also showed helical scratches. The damage found on the luer indicates that a device had been forced against the luer with sufficient force to cause the damage. Merit is unable to determine the exact root cause of the reported failure.

Event description:
The customer reported that the rotator broke during use. The customer also reported three additional events with similar tubing sets. Reference report numbers below. No harm or injury was reported. This is one of four reports for this complaint. 1721504-2011-00327; 1721504-2011-00328; 1721504-2011-00329; 1721504-2011-00330 ¿ this report.